Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while loading cartridge with insulin a small piece of "plastic" was observed in the syringe. Customer loaded another cartridge. After completing the loading process, pump did not recognize cartridge. There were no alerts or alarms found in pump history regarding the loading issue. Tandem technical support assisted customer with loading the same cartridge. Customer's blood glucose was 65 mg/dl.